Event description:
Customer states that after she works out or after a shower her infusion set loosens or comes out. This started to happen when she opened a new box of iv3000 dressings. On one occasion, she needed to give herself a bolus of insulin when her set came out and had good results.

Manufacturer narrative:
Evaluation summary: for lot 0632, the manufacturing records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesion mass weight testing. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed, and the instructions for use are considered adequate. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of the catheter site, especially if site becomes wet. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.